Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the compressor was noisy. Additional malfunctions include the sieve beds had low o2, the hose clamps were leaking, and the muffler was dirty.